Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection or the reported hospitalization. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported an infection at the pod insertion site for which she sought treatment at the hospital. She was given antibiotics, the name of which was not provided. She was advised by the hospital that she might have permanent scars and to discontinue using the omnipod. She is now on pen therapy. No further information was provided.